Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Low bg cause was not known and the customer consumed carbohydrates and drank sugar water to treat the low bg. Additionally, paramedics administered an intravenous treatment to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.